Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 5sou zd411 label printer was not printing. Paper was feeding through the printer, but no print output was produced. The customer manually rebooted both the pyxis machine and the printer; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was not working. A technical support specialist (tss) provided guidance through knowledge article, labels not printing on remove at a station, to update workstation power settings to prevent universal serial bus (usb) power management, to verify usb hub configurations, and to recreate missing usb printing support. To reinstall zebra zd410 printer driver, printer ports and to confirm the preferences, and to verify the default printer settings. Then user had to log out and back into carefusion application, to check for correct printer configuration and settings. After following the steps customer mentioned issue was not resolved, then tss proceeded to dispatch field service engineer (fse). Fse attempted to delete and reinstall the drivers but continued to receive errors. The printer was replaced with a new unit and configured successfully. The system functioned as intended after the field service engineer repaired the device.